Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, a broken metal piece from the vessel sealer extend (vse) instrument fell into the patient when the instrument was in use, and the fragment was retrieved during the same procedure. The product was wiped and the broken metal piece was placed in a blue cup container with a sealed bag. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The vessel sealer extend (vse) instrument has not been received for failure analysis evaluation.